Event description:
Medtronic received information that during the implant of a 29mm transcatheter bioprosthetic valve, the valve was positioned higher than desired. An attempt was made to remove the valve from the patient when the valve was 4/5 deployed. The valve came free of the delivery catheter system (dcs) and was left in the abdominal aorta. A second valve was loaded onto a second dcs from the same lot, and was successfully implanted in the optimal position. Both dcs devices will be returned for analysis. It was reported that there had been no issues with either dcs during the loading of the valves. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was returned loose in the original product packaging. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule did not seat flush against the plunger tip when fully advanced. A 2.78 mm gap was observed between the plunger and distal end of the capsule. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. Necking (elongation) was observed in the middle of the plunger tube. Gouge marks on both catheter tabs appeared to be associated with a pull force, resulting in wear from the valve frame loops. Small gouge marks noted along the distal tip of the capsule showed possible misalignment during loading.

Manufacturer narrative:
Product analysis: the product was not returned, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the product be returned, a supplemental report will be filed following the completion of the analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.